Manufacturer narrative:
It was reported that two shutdowns occurred during kineverif tests (maintenance). DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the cause of the first shutdown cannot be determined. The second shutdown is a normal behavior of the device: the user released the foot pedal and clicked on the "stop" button which provoked the shutdown of the device.

Event description:
While the field service engineer was performing accuracy checks in kineverif software as part of the quarterly preventive maintenance, multiple issues occurred. R10010 device shut down after beginning of distance sensor check. System was restarted and the test was completed successfully. Later on, the kineverif software closed unexpectedly while performing the check for the pointer probe. The system was restarted, and the test was completed with no further issue.